Manufacturer narrative:
The investigation determined that a higher than expected vitros amon result was obtained when processing a precision test using a patient sample processed using vitros chemistry products amon slides lot 1018-0255-7830 on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros amon result is an instrument issue related to microslide incubator contamination. The cause of the incubator contamination is unknown. Prior to service actions performed by an ortho field engineer, a within-run vitros amon precision test performed by the customer using a patient sample yielded unacceptable results. In addition, historical quality control results were imprecise indicating the vitros 5600 integrated system was not performing as intended in combination with vitros amon. Acceptable within-run vitros amon precision results were obtained after service actions indicating an instrument related issue is the likely assignable cause of the event. Service actions performed on the vitros 5600 integrated system included cleaning the cm/rt ring, replacing the cm/rt evaporation caps, replacing the cm drive motor and belt and processing correction factors. (B)(4)

Event description:
The investigation determined that a higher than expected vitros ammonia (amon) result was obtained when processing a precision test using a patient sample processed using vitros chemistry products amon slides lot 1018-0255-7830 on a vitros 5600 integrated system. Result of 93.7 umol/l vs an expected result of 65.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon result was obtained when processing a precision test. No results were reported out of the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).